Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was on the patient's shoulders where the holster strap rests. The patient described the irritation as itchy painful bumps. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued new garments. The patient used a washcloth between the strap and shoulders, cornstarch, and calamine lotion on her own. The irritation improved with the use of nystatin prescribed by her doctor. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was on the patient's shoulders where the holster strap rests. The patient described the irritation as itchy painful bumps. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued new garments. The patient used a washcloth between the strap and shoulders, cornstarch, and calamine lotion on her own. The irritation improved with the use of nystatin prescribed by her doctor.